Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic with elevated thresholds on the atrial lead. It was also noted that the patient had mild pericardial effusion. The lead was explanted and replaced. There were no complications, and the patient was stable.